Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 04/17/2017, that on (B)(6) 2016, before the patient could attempt to insert the sensor wire, it was noticed that the sensor wire was missing from the insertion applicator. The patient did not inserted the sensor. No additional event or patient information is available. No product or data were provided for evaluation. The reported missing sensor wire could not be confirmed. A root cause could not be determined.